Event description:
The user facility reported that their endogator smartcap tubing leaked. The leak was identified prior to the start of the procedure and the water was quickly contained. No report of injury or procedure delay.

Manufacturer narrative:
The device subject of the event was returned for evaluation and found that the small tube adaptor o-ring was not sealed properly to the scope connector which caused the water leak of the reported event. The lot history record for the device subject of the event was reviewed and no abnormalities were noted. A complaint review determined that this is an isolated event for the subject lot. It should be noted that this specific model is not sold in the united states, so it is not in gudid. No additional issues have been reported.